Event description:
Product failure: biocork screw 6.5 x 2 arthrex screw tip from applicator broke off while being inserted - screw tip in bone (absorbable) 2nd screw attempted, also tip broke off in bone (absorbable).

Event description:
Add'l info rec'd from MFR 4/23/04: a medwatch report was not submitted for this event, as the complaint received did not indicate that a serious injury had occurred, or that a medical intervention was necessary to prevent a serious injury from occurring, or that the reported malfunction was likely to cause or contribute to a serious injury should the malfunction recur. The complaint report indicated that the procedure was completed with no pt injury, no secondary incision, and no secondary surgery. At the time of the complaint the event was determined to be not reportable. The medwatch referenced indicates that there was no adverse event, and does not suggest that the malfunction would be likely to cause or contribute to an adverse event should the malfunction recur.